Manufacturer narrative:
The mayfield triad skull clamp was returned for evaluation device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned device could not duplicate the "pin popping off." When the clamp is properly positioned and put under pressure, it did not move. The clamp does have movement in the lock, but that would not cause the pins to pop out. Unrelated to the complaint issue, the lock has both rotational and lateral movement and a residue buildup is present. Also, the index knob and the lock will need new components added to replace worn internal parts and the unit will need to be machined to have heli-coils added to large starburst threads. Root cause - the reported complaint issue is not confirmed. Probable root cause of the lock movement is routine use and wear of the clamp. The unit is 2 years old and should receive a preventative maintenance service at least once a year. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during application of the mayfield triad skull clamp (a1108) to the patient's head, the pin pops off. There was a 10 minute delay to remove the skull clamp, grab a new one and reapply to patient's head. Patient was safe.